Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR reports 2183959-2011-00046 and 2183959-2011-00048. (B)(6); study subject (B)(6), was implanted on (B)(6)-2009 with an elevate anterior. On (B)(6)-2009, the pt reported post operative pain in rectum, anus, buttock and perineum. She was examined and treated with doxycycline and flagyl for possible infection. On (B)(6)-2009, she reported pain in the tailbone area and sharp spasms with urination, treated with toviaz. On (B)(6) 2010, the pt had a follow-up visit examination, the mesh graft was in place, however, the pts anterior vaginal mucosa was dropping, creating a pseudo cystocele. Treatment or revision surgery has not been determined at this time.